Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged altitude alarm was identified in the pump logs; however, no failure was identified. Additionally, the alleged malfunction was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose (bg) level was 216 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that an altitude alarm occurred. The customer's blood glucose level elevated to 314 mg/dl. The customer changed the cartridge and delivered a bolus. Reportedly, the customer has an alternate pump available as alternate insulin therapy.